Event description:
Patient with a heartmate ii left ventricular assist device (lvad), implanted five years ago, is admitted for the first time due to "low flow" alarms. The heartmate ii lvad was found to have compression of the outflow graft requiring urgent surgical intervention and a 2 week hospitalization. Patient tolerated the surgery well. Heparin to coumadin bridging completed prior to discharge.